Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that there was an abrupt change in the delta pressure. The failure occurred without patient involvement. No harm to any person has been reported. As a pressure failure was reported, which is a potential risk for the patient, a report is needed. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that there was a erupt change in the delta pressure. The failure occurred without patient involvement during priming. No harm to any person has been reported. As a pressure failure was reported, which is a potential risk for the patient, a report is needed. A getinge field service technician (fst) was sent for investigation. The failure could be replicated. The readings acts erratically when cable is moved. Thus, the connection cable for disposables was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The fst confirmed, that the cable does not have any visible damages. Another connection cable for disposables with a similar failure was investigated by getinge life cycle engineering (lce) on 2022-11-02.the nature of the error could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which is originated from external force. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. The device was manufactured on 2019-08-14. The review of the non-conformities has been performed on 2025-08-11 for the period of 2019-08-14 to 2025-08-04. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "change in the delta pressure" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).